Event description:
It was reported that the lens was explanted for an unspecified reason 9 days post implant. Another lens of same model was implanted successfully. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.